Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 305916, batch#: 4278415. We have had a few instances over here at (B)(6) with faulty 1 inch needles. When the nurses or ma¿s go to give a vaccine and go to put the needle on the syringe the needle is significantly bent when they remove it from the package. We also had an instance where the needle came completely detached in the patients arm. Additional information provided: 1. What was the impact to the patient? Minimal impact, the vaccine was given as normal and the ma removed the needle from the patients arm. However, this did put the ma at risk for a possible needle stick but thankfully this did not happen. 2. You mentioned that there was an instance where the needle became completely detached in the patient¿s arm. Could you confirm whether this issue occurred on the same date or earlier? Additionally, please provide the total number of occurrences of this issue. This occurred a day prior to the date when we noticed the bent needles and removed the lot.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.